Manufacturer narrative:
The complaint device was received and evaluated. It was noted that only the inserter had been returned. The suture and anchor were not returned. Inspection of inserter distal tips does not indicate any anomalies that could have caused this failure. This complaint cannot be confirmed. A batch review was conducted and the results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The lot review indicates there were no issues with material or assembly. A root cause for the user to have experienced this issue cannot be determined. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
During a biceps tenodesis while the surgeon was tying a knot the suture broke out of the anchor. Additional information received on 8-2-2016: the suture broke at suture bridge. No instrument came in contact with the suture, an additional anchor was used to complete the procedure with a delay of 10-15 minutes. Additional information received via email from the affiliate on 9-26-2016 an additional bone hole was made to complete the procedure. The sales rep found out this new information the end of last week from the operating room.